Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: JANUARY 2015-MARCH 2015 THE UPDATE CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED DECEASED COREVALVE TVT REGISTRY PATIENTS.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q1 2015 ((B)(4) 2015) THE UPDATED SPREADSHEET CONTAINS ADDITIONAL INFORMATION FOR A PREVIOUSLY-REPORTED DECEASED CORE VALVE TVT DEVICE IMPLANT REGISTRY PATIENT. THE UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038 QUARTERLY REPORTING PERIOD: Q1 2015 THE ATTACHED UPDATED SPREADSHEET CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT EVENTS. NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: JANUARY 2015-MARCH 2015 THE UPDATE CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED DECEASED COREVALVE TVT REGISTRY PATIENTS.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038 QUARTERLY REPORTING PERIOD: Q1 2015 (JANUARY 1, 2015 ¿ MARCH 31, 2015) THE ATTACHED UPDATED SPREADSHEET CONTAINS CORRECTED/DELETED INFORMATION FOR PREVIOUSLY-REPORTED DECEASED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENTS. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038 QUARTERLY REPORTING PERIOD: Q1 2015 (JANUARY 1, 2015 ¿ MARCH 31, 2015) THE UPDATED SPREADSHEET CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED DECEASED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENTS. UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. A GOOD FAITH EFFORT WILL BE MADE TO OBTAIN THE APPLICABLE INFORMATION RELEVANT TO THE REPORT. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Event description:
MEDTRONIC RECEIVED INFORMATION VIA A (B)(4): (B)(4) TRANSCATHETER VALVE THERAPY (TVT) REGISTRY. THE INFORMATION WAS PROVIDED TO MEDTRONIC IN A DE-IDENTIFIED FORMAT AND HAS BEEN ORGANIZED INTO A SUMMARY OF OBSERVATIONS RELATED TO PATIENT DEATHS IN THE ATTACHED FILE.

Manufacturer narrative:
IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: (B)(6) 2015-(B)(6) 2015 TOTAL NUMBER OF EVENTS BEING SUMMARIZED: (B)(4) UNDER THE TERMS AND CONDITIONS OF THE REGISTRY, ANONYMIZED PATIENT DEMOGRAPHICS DETAILS AND LIMITED DETAILS WERE PROVIDED REGARDING THE ADVERSE EVENTS AND OUTCOMES. THE REPORTED EVENT INFORMATION DID NOT INCLUDE ANY DEVICE-SPECIFIC IDENTIFYING INFORMATION, LOCATION WHERE THE EVENTS OCCURRED OR THE SPECIFIC DATES OF THE EVENTS. WITHOUT SUCH INFORMATION, IT CANNOT BE DETERMINED IF ANY OF THESE EVENTS WERE PREVIOUSLY REPORTED TO MEDTRONIC OR THE FDA'S MAUDE DATABASE, OR IF ANY DEVICES WERE EXPLANTED AND RETURNED TO MEDTRONIC FOR ANALYSIS. THE DEATH AND EVENT DATES LISTED ON THIS FORM ARE THE FIRST DATE OF THE QUARTERLY REPORTING PERIOD.

Manufacturer narrative:
IN ACCORDANCE WITH MODIFICATIONS TO SUMMARY REPORTING REGISTRY EXEMPTION E2014038 RECEIVED ON FEBRUARY 7, 2020, THE FOLLOWING INFORMATION WAS RECEIVED FROM THE STS/ACC TVT REGISTRY FOR THE COREVALVE SYSTEM: THE TVT REGISTRY SUBSEQUENTLY AMENDED OR REMOVED THE STS/ACC TVT REGISTRY REMOVED DATA: ONE REPORT OF PATIENT HAVING EXPIRED DUE TO CARDIAC CAUSE OF DEATH. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;700920121-1427755-10,I,D,20,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-1544910-10,I,D,262,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-1965628-10,I,D,12,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-2936616-10,I,D,328,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-2936616-10,S,,,,,;700920121-2942874-10,I,D,290,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-2953480-10,I,D,363,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-2970091-10,I,D,279,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-2970091-10,S,,,,,;700920121-2983863-10,I,D,223,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-2990726-10,I,D,244,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-2990726-10,S,,,,,;700920121-3005756-10,I,D,254,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3013701-10,I,D,132,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3021269-10,I,D,129,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3021316-10,I,D,302,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3022154-10,I,D,134,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3040976-10,I,D,218,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3070605-10,I,D,246,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3090118-10,I,D,155,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3095201-10,I,D,143,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3123233-10,I,D,132,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3131289-10,I,D,186,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3145124-10,I,D,141,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3145124-10,S,,,,,;700920121-3167172-10,I,D,102,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3169316-10,I,D,46,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3174291-10,I,D,57,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3181996-10,I,D,47,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3182484-10,I,D,118,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3182484-10,S,,,,,;700920121-3195898-10,I,D,103,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3204044-10,I,D,56,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3214794-10,I,D,91,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3215343-10,I,D,72,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3216933-10,I,D,53,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3226611-10,I,D,29,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3227373-10,I,D,61,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3227574-10,I,D,22,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3227574-10,S,,,,,;700920121-3228403-10,I,D,184,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3232915-10,I,D,41,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3234356-10,I,D,37,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3235372-10,I,D,52,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3235699-10,I,D,22,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3235796-10,I,D,107,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3237714-10,I,D,62,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3237742-10,I,D,62,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3237742-10,S,,,,,;700920121-3239027-10,I,D,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3239027-10,S,,,,,;700920121-3240176-10,I,D,10,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3240897-10,I,D,116,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3254988-10,I,D,88,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3258783-10,I,D,29,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3265251-10,I,D,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3271857-10,I,D,52,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3276082-10,I,D,52,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3276082-10,S,,,,,;700920121-3280437-10,I,D,43,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3281487-10,I,D,26,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3283921-10,I,D,68,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3285021-10,I,D,Registry error in reporting.,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3285021-10,S,,,,,;700920121-3286278-10,I,D,9,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3286278-10,S,,,,,;700920121-3288744-10,I,D,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3291055-10,I,D,20,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3291569-10,I,D,66,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3293428-10,I,D,55,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3293924-10,I,D,9,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700920121-3295091-10,I,D,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3295947-10,I,D,16,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3298367-10,I,D,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3298367-10,S,,,,,;700920121-3298367-10,S,,,,,;700920121-3300008-10,I,D,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3301876-10,I,D,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3301876-10,S,,,,,;700920121-3302620-10,I,D,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3306646-10,I,D,14,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3307735-10,I,D,21,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3308503-10,I,D,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3309718-10,I,D,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3313865-10,I,D,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62917;700920121-3313886-10,I,D,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3314455-10,I,D,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3316066-10,I,D,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3316607-10,I,D,24,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3317609-10,I,D,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3319857-10,I,D,43,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3319878-10,I,D,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3321858-10,I,D,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3321858-10,S,,,,,;700920121-3321963-10,I,D,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3321963-10,S,,,,,;700920121-3321963-10,S,,,,,;700920121-3322884-10,I,D,31,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3322884-10,S,,,,,;700920121-3324518-10,I,D,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3324518-10,S,,,,,;700920121-3324804-10,I,D,Not reported.,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3325626-10,I,D,35,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3326630-10,I,D,40,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3326957-10,I,D,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3329573-10,I,D,40,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3329613-10,I,D,109,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3329901-10,I,D,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3329936-10,I,D,19,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3330352-10,I,D,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3335048-10,I,D,31,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700920121-3335153-10,I,D,17,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3335153-10,S,,,,,;700920121-3335374-10,I,D,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3339286-10,I,D,11,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3341435-10,I,D,0,CoreValve System - Transcatheter Aortic Valve,Not Available,;700920121-3341601-10,I,D,0,CoreValve System - Transcatheter Aortic Valve,Not Available,;700920121-3344890-10,I,D,13,CoreValve System - Transcatheter Aortic Valve,Not Available,;700920121-3345269-10,I,D,13,CoreValve System - Transcatheter Aortic Valve,Not Available,